Event description:
A hospital in (B)(6) reported: this instrument broke during surgery. The patient had a tumour in the bone. The bone was extremely hard and the drill bit broke into 2 pieces whilst drilling. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The drill bit was received in two pieces and was broken at the drill chuck. According to the manufacturing evaluation the relevant dimensions were checked as far as possible. According to the manufacturing documents the correct material was used and the hardness was within specifications. The fracture face is homogenous, which indicates material conformity. The exact cause of this occurrence cannot be defined. It can only be assumed that a mechanical overload occurred caused the breakage due to extremely hard bone as mentioned in the complaint. (B)(4).